Event description:
It was observed during the device inspection, that the bronchofiberscope exhibited peeling of the hose. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be established. The most likely cause for the reported event is stress may have been applied to the insertion section, resulting in the subject event although the cause of it was unable to be specified. The following are possible scenarios: physical stress such as scratching or bumping the insertion section chemical stress due to implementation of the reprocessing method unrecommended in IFU (reprocessing manual) stress from the harsh storage conditions such as storing the device in direct sunlight, under high humidity, and exposed to x rays and ultraviolet rays. The event can be detected/prevented by following the applicable chapters in the instructions for use: 3.2 inspection of the endoscope. 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.